Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025 the clinical team reported that on 31-aug-2025 the end-user experienced hypoglycemia with blood glucose (bg) levels of 32 mg/dl after the insulin cartridge detached from the ilet. The end-user was treated with oral carbohydrates and glucagon by a caregiver, ems was called, and the end-user was not hospitalized. The end-user reported no long-term effects.